Event description:
It was reported that multiple non sustained right ventricular oversensing (nsrvo) episodes possibly due to crosstalk or t-wave oversensing were observed on the implantable cardioverter defibrillator. The episodes were originally seen (B)(6) 2021, the low frequency attenuation filter had been turned off but the problem had not been resolved and crosstalk was currently being observed. Additional programming changes to decrease the maximum sensitivity were recommended. The patient had no symptoms and experienced no consequences due to the observation.

Event description:
New information received notes programming changes were made. No further episodes were observed. The patient was doing good and was stable.